Manufacturer narrative:
Sample does not appear lipemic, icteric, or hemolyzed and does not have any fibrin. Bunm quality control (qc) is within laboratory limits. Bunm to cartridge bun correlation on this system with 20 other specimens is good. Bunm correlation between the two systems with 5 other specimens is good. No system issues have been noted. Issue appears to be sample-specific. Service was not needed; no system issues have been noted. Root cause is unknown, no instrument issues have been found. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2050012-2011-07380.

Event description:
The customer reported obtaining erroneous low blood urea nitrogen (bunm) results for samples from one patient when using the unicel dxc 800 synchron system. After review of the data received, it appears the reported event occurred on two separate days. Erroneous test results were not reported out of the laboratory. No other patients or chemistries were affected. Issue appears to be sample-specific. Repeated results with higher values were considered correct. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 1 of 2 events reported by this customer.